Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. No definitive root cause could be determined. Corrective actions are in process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number were identified.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the access sheath had to be removed from the patient because of coating of the access guidewire was collecting at the sheath valve. After sheath removal, the clear gelatinous material was flushed from the access sheath/sheath valve. No patient injury to report.